Event description:
Customer stated that the reservoir leaked. The reservoir was removed from the reservoir compartment and was wet. The current blood glucose reading is 230 mg/dl. Customer stated that the insulin alarmed no delivery. Customer may not have had enough insulin to cover the bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.